Event description:
It was reported that during an unk procedure, the device locked and could not be opened. The device had to be pulled out of the pt, unsure if it was on tissue. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.